Event description:
It was reported that the atrial lead's impedance has decreased. The lead will be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the atrial lead's impedance has decreased. The lead was capped and replaced. It was further reported that the device had an alert from early elective replacement indicator being triggered. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.